Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an in-office follow up, an older episode of noise which resulted in a nonsustained event, was observed. During this visit, the noise could be reproduced in all vectors with isometric exercise. Automatic setup was re-initiated where the device chose secondary vector, consistent with the previous programming. At this time, the device temporarily lost telemetry. After moving the wand and regaining telemetry it was noticed that the sense vector had changed to alternate, in absence of a manual programming change. Vector was changed back to secondary and no further anomalies observed. To date, this device remains implanted and in service with no resulting adverse effects.